Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they experienced a high blood glucose level of 463mg/dl. The customer¿s spouse reported an emergency room visit for severe abdominal pain due to pain killer causing constipation. The customer¿s spouse reported the customer¿s reservoir ran out of insulin while in the emergency room. The customer¿s blood glucose at the time of the incident was 311 mg/dl and 400 mg/dl. The customer¿s spouse states they did not bolus when the customer changed out the set tonight and wants to make sure the customer is getting insulin. The customer¿s spouse discontinued troubleshooting due to the technician helping the customer deliver a bolus. The insulin pump will not be returned for analysis.